Event description:
The customer contacted baxter's technical service center regarding therapy assistance, which occurred on the homechoice (hc) during use, during drain 1. The home patient (hp) became disconnected from the patient line. The baxter technical service representative (tsr) assisted the hp in ending therapy. The drain volume (dv) equaled 177ml. The hp would restart with new supplies. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(6) 2013 and she said there was nothing wrong with the supplies that day, she was the one who disconnected herself from the patient line on accident. Since then she has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint was confirmed. The cause of the use error was undetermined. This report of use error was received with no alleged device malfunction; therefore, no further investigation will be performed.